Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump passed displacement test, self-test and active current test. The insulin pump failed sleep current test. High sleep current isolated to pcba 1. The insulin pump had a pump error due to connector resistance issue.

Event description:
It was reported that their insulin pump had battery issues. The customer¿s blood glucose was 8.9 mmol/l. The insulin pump will be returned for analysis.